Manufacturer narrative:
Event date was estimated. Device evaluated by MFR: visual inspection: the imaging window was found detached from the lapjoint section of the catheter and did not returned with the device. A kink was observed in the sheath assembly from the femoral marker to the proximal end. No other visual damages were found. Functional inspection: impedance testing shows a good unit wave form. No image characterization testing was performed due to the detachment of the device. Microscope inspection: the imaging window was found detached.

Event description:
It was reported that the device broke. An opticross imaging catheter was selected for use. The catheter was used in a few runs of imaging. When the physician was removing the catheter from the patient it broke. The break occurred about 30cm from the tip of the device. The portion of the device that remained in the patient was easily retrieved by the physician as it was still inside the guide catheter. There were no patient complications that occurred and the patient remained stable.

Manufacturer narrative:
Event date was estimated.

Event description:
It was reported that the device broke. An opticross imaging catheter was selected for use. The catheter was used in a few runs of imaging. When the physician was removing the catheter from the patient it broke. The break occurred about 30cm from the tip of the device. The portion of the device that remained in the patient was easily retrieved by the physician as it was still inside the guide catheter. There were no patient complications that occurred and the patient remained stable.